Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a right reverse shoulder procedure, the cup and insert trial broke upon removal. Rep stated the lock and unlock on the trial is very hard to see in the o.r. To determine if trial is locked or unlocked and upon rotation of trial for removal trials broke.

Manufacturer narrative:
An event regarding fracture of an unknown shoulder cup trial was reported. The event is not confirmed. Method and results: device history review a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a right reverse shoulder procedure, the cup and insert trial broke upon removal. Rep stated the lock and unlock on the trial is very hard to see in the operating room to determine if trial is locked or unlocked and upon rotation of trial for removal trials broke.